Event description:
On (B)(6) 2015, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses (rmt281216j/12113331, pxc121000j/13048238). The right internal iliac artery was coil-embolized prior to the stent graft implanted. After implantation, a proximal type I endoleak was revealed, and an aortic extender component (pxa280300j/13281894) was implanted. The endoleak was resolved, and the procedure was concluded without any further adverse event revealed to the patient. On (B)(6), it was revealed that the patient's lower extremities in both sides had been occluded, and a thrombectomy was performed to treat the occlusion. Blood flow to the lower extremities was recovered, and the patient tolerated the procedure. It was reported that occlusion was revealed from the femoral artery to the external iliac artery, which was the access site of the stent graft. Since diameter of the access vessel was very small, vessel inflammation occurred during advancement of an introducer sheath. Thrombus could be accumulated in the inflammatory area, resulting in the lower limb occlusion. On the same day, the patient expired. It was reported that cause of death could be crush syndrome or myonephropathic metabolic syndrome (mnms). Cardiotonic drugs were administered and resuscitation was attempted, but heart function could be recovered. It was reported that the patient had a pre-existing severe stenosis of bilateral femoral arteries, and blood flow to the lower extremities had been maintained by collateral arteries. During the initial procedure, the stent graft covered an internal iliac artery and completely blocked the blood flow to the lower extremities, which the physician think of as a possible cause of mnms. However, there was no evidence to verify this assumption. Additionally, it was reported that the patient had a pre-existing renal insufficiency, and mnms-induced blood potassium accumulation could not resolved well, causing the acute heart attack to the patient.

Event description:
On (B)(6) 2015, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses (rmt281216j/12113331, pxc121000j/13048238). The right internal iliac artery was coil-embolized prior to the stent graft implanted. After implantation, a proximal type I endoleak was revealed, and an aortic extender component (pxa280300j/13281894) was implanted. The endoleak was resolved, and the procedure was concluded without any further adverse event revealed to the patient. On (B)(6), it was revealed that the patient's lower extremities in both sides had been occluded, and a thrombectomy was performed to treat the occlusion. Blood flow to the lower extremities was recovered, and the patient tolerated the procedure. It was reported that occlusion was revealed from the femoral artery to the external iliac artery, which was the access site of the stent graft. Since diameter of the access vessel was very small, vessel inflammation occurred during advancement of an introducer sheath. Thrombus could be accumulated in the inflammatory area, resulting in the lower limb occlusion. On the same day, the patient expired. It was reported that cause of death could be crush syndrome or myonephropathic metabolic syndrome. Cardiotonic drugs were administered and resuscitation was attempted, but heart function could be recovered.

Manufacturer narrative:
Added the information regarding a possible cause of death and its relationship to our devices or procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Reportability of death. Additional information regarding the patient¿s death including the relationship between patient¿s death and the device has been requested to the clinical specialist. This report, therefore, will be submitted as a serious injury.